Event description:
It is reported the patient was revised due to the cup loosening and screws breaking. It is further reported the patient experienced complications from poly debris, pain and disassociation prior to surgery.

Manufacturer narrative:
The returned shell has little bone on-growth in the fiber metal, and a portion (approximately the area of a u.s. Dime) of the fiber metal has fractured away from the substrate. There is bone cement covering approximately 80% of the concave surface of the shell; this occurred during a 2010 revision during which time the shell was stated to be solid, so the liner was revised to a competitor's liner and cemented in place. This is considered an off-label use of the devices. In the areas where there is no bone cement in the concave surface of the shell, there is damage seen on the substrate, which looks like it may have been intentional to help in the cementing of the liner. There is bone cement protruding in cylindrical forms over 1cm long out of two of the screw holes. This indicates that voids existed in this space at the time that the liner was cemented into the shell. Given the length of time that the shell was in-vivo, the off-label use, and patient history including liner wear and osteolysis, it appears that many factors were likely involved in the loosening of the shell.